Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and lead return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to a high out-of-range shock impedance measurement of 149 ohms. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Lead return was requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the shocking coil. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to a high out-of-range shock impedance measurement of 149 ohms. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Lead return was requested. Additional information received reported that the cause of the high out-of-range shock impedance measurements greater than 145 ohms on the right ventricular (rv) defibrillation lead was not determined. Visual inspection of the header confiremd secure set screws and normal lead-to-header connections. The explanted rv lead was retained by the hospital with instructions to return the lead for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and lead return status. If information is provided in the future, a supplemental report will be issued. -- if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to a high out-of-range shock impedance measurement of 149 ohms. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Lead return was requested. Additional information received reported that the cause of the high out-of-range shock impedance measurements greater than 145 ohms on the right ventricular (rv) defibrillation lead was not determined. Visual inspection of the header confirmed secure set screws and normal lead-to-header connections. The explanted rv lead was retained by the hospital with instructions to return the lead for analysis.